Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side "rupture or folding of the prosthesis" with "minimal per-prosthetic fluid" and cyst. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional information: b3, b5, d1, d4, d6, h4.

Event description:
Additional information noted, patient experience pain for four months, physical exploration: normal only with mild baker 1 contracture in the right breast.